Event description:
It was reported that the patient went to the clinic because his inflatable penile prosthesis (ipp) was not working. After visiting the clinic, air in the pump was identified. A surgical procedure was performed during which the existing ipp was removed and replaced. It was noted that the tubing was broken at the left proximal end, and that there was a fluid loss. No patient complications were reported.